Manufacturer narrative:
The customer indicated that they will be returning the sample for investigation.

Event description:
The company received info that suggests that although the product packaging states the length of the product is 65mm, that the tube is actually 75mm. The tube was used on a pt which reportedly caused discomfort. No pt harm/injury reported by the customer.